Event description:
It was reported that boston scientific technical services (ts) was contacted to assess a high, out-of-range shock impedance measurement (>200 ohms) from the right ventricular (rv) lead found at the most recent in-clinic follow-up. Ts performed data analysis and it was discussed that this measurement was not constant. However, the last measurement of a delivered shock in 2017 was also out-of-range (>125 ohms). It was discussed that while a code 1005, indicative of an open circuit condition, had not yet been declared, the system was at risk if the delivered shock impedance measurement reached 145 ohms. Thorough in-clinic provocative maneuvers and diagnostic imaging was recommended to assess system placement and rv lead integrity. Commanded shock tests were also discussed to assess the true shock impedance. At this time, the system remains implanted and in-service.